Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15180. It was reported the patient was experiencing heating at the ipg site while charging. The patient indicates she feels a prickly heating feeling while charging and the heating begins about 30 minutes into charging. A replacement charger will be sent to the patient as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.